Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2024-01219.

Event description:
Per the clinic, the patient experienced a protruding implant and an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 27, 2024.